Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 8 years have passed since the subject device was manufactured. Based on the results of the investigation, it is highly probable that a temporary malfunction occurred due to deterioration of the printed circuit board.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as a faulty patient board set was discovered. Additionally, the old version of the main switch was still on this device. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera iii video system center was not displaying an image. There was no patient involvement for this event, it occurred during maintenance.